Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: e2dr01aa implantable pulse generator (B)(6) 2005; 5076 implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient complained of lightheadedness at rest. The right ventricular lead was noted to have oversensing and noise which was able to be reproduced with arm movement. The lead sensitivity was reprogrammed with occasional oversensing still noted. The lead was capped and replaced a few days later. No patient complications have been reported as a result of this event.